Event description:
A customer observed biased qc results using the vitros tch. Aaray. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.